Event description:
It was reported that during installation performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) battery failed out of box and failed pim portion of all manifolds tests. The iabp displayed a message stating ¿unusable battery in bay #2¿. There was no patient involvement, and no adverse event was reported. This report is for the reported battery failure. The pim portion of all manifolds test failure reported has been submitted separately on medwatch # 2249723-2022-00829.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated this unit. The repair is in process and parts have been ordered. A supplemental report will be submitted upon completion of our investigation. The initial reporter named in is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) arrived on site and replaced faulty batteries as well as faulty safety disk. Full pm, calibration, safety, and functionality checks were completed per the service manual. All checks passed factory specifications. Device is functioning in accordance with factory specifications at this time and is cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.